Event description:
It was reported that the cap of the saline flush syringe was difficult to remove and that its plunger was hard to push.

Manufacturer narrative:
It was reported that the cap of the saline flush syringe was difficult to remove and that its plunger was hard to push. No serious injury or adverse impact to patient or user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed. Additional product lot reported = 3133597.